Event description:
It was reported by the rn that the intra-aortic balloon (iab) was zeroed and the femoral artery insertion performed in the cath lab had gone well until the iab was part way into the wire reinforced sheath that is included in the iab tray. They attempted to pull negative pressure, but were unable to advance the iab any further into the sheath as it was "bunching." The rn stated that it seemed as if the iab was getting caught in the sheath and as a result, both the sheath and iab were removed. Another iab was inserted using a super arrow-flex sheath with a 30cc iab. The rn stated that the iab went in, but the insertion was a little difficult and said it was possible because the sheath didn't seem to have the same properties as the sheaths included in the kit. She also stated that she was in the room and the technician at the table doing the prep attested that the negative prep was done and was done in the same manner as always, and had never been a problem before. The pt was reported stable after the second iab insertion.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.